Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this right atrial (ra) lead was capped and replaced secondary to a routine changeout procedure for normal battery depletion. It was also noted that x-ray had confirmed a lead fracture. No adverse patient effects were reported.